Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when inserting and withdrawing the endoscope, it caught the inside of the ureteral access sheath. Also stated that patient felt discomfort during use. No medical intervention was reported.

Event description:
It was reported that when inserting and withdrawing the endoscope, it caught the inside of the ureteral access sheath. Also stated that patient felt discomfort during use. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "material selection". Unable to complete a DHR review as the lot number is unknown. The instructions for use were found adequate and state the following: "the proxis ureteral access sheath instructions for use, was reviewed and found to be adequate as it states: "the ureteral access sheath should not be used without comprehensive knowledge of the indications, techniques and risks of the procedure." "To minimize resistance during advancement, ensure the hydrophilic coating on the dilator and sheath is activated with saline or sterile water prior to placement." "Directions for use: activate the hydrophilic coating by placing the dilator and sheath components into saline or sterile water. Place an 0.035" (0.889mm) or 0.038" (0.965mm) guidewire into the ureter using standard endourology techniques. Ensure the dilator lock is securely engaged with sheath hub prior to insertion. Insert the guidewire into the tapered end of the dilator/sheath assembly and gradually advance the assembly into the ureter. Note: placement of the assembly can be verified using fluoroscopy or radiographic means. While maintaining sheath position, disengage the dilator lock from the sheath hub to gently remove the dilator. Do not advance sheath without the dilator in place. Note: suture holes are provided on sheath hub for securing externally, if desired. An endoscope and/or related instruments can now be used through the ureteral sheath as needed. If desired, irrigation can be applied using the luer connector on the dilator. Upon completion of the access procedure, gently withdraw the device. Discard the device in accordance with hospital procedures and with applicable laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.